Manufacturer narrative:
The reported events wound dehiscence and infection- unknown onset are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation: infection, wound problems.

Event description:
Healthcare professional reported via nbir infection, wound problems for left side. Device was explanted and replaced.